Manufacturer narrative:
A visual examination of the returned uphold vaginal support system revealed that the suture on the blue dilator was broken. The dart was found behind the catch of the capio suture capturing device. There is a small amount of suture still attached to the dart. Analysis revealed no damage to the capio suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific that an uphold vaginal support system device was used during a sacrospinous ligament fixation procedure on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached from the lead suture while implanting the first leg and was too small to remove from the tissue. The procedure was completed with another uphold vaginal support system device. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that an uphold vaginal support system device was used during a sacrospinous ligament fixation procedure on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached from the lead suture while implanting the first leg and was too small to remove from the tissue. The procedure was completed with another uphold vaginal support system device. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.